Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was occasional atrial undersensing on the right atrial (ra) lead. There was no intervention and the ra lead remains in use. Additionally, it was reported that left ventricular (lv) lead capture issues could not be confirmed. It was noted that lv capture management was off. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible atrial undersensing on the right atrial (ra) lead and that the left ventricular (lv) lead had possible capture issues. The ra lead and lv lead remain in use. No patient complications have been reported as a result of this event.